Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient became hyposensitive and nauseated during their hemodialysis (hd) treatment. Per the facility, too much fluid was removed during their treatment, and patient¿s ultrafiltration goal was not adjusted. It was reported that medical intervention was required; however, no medication was prescribed and the patient did not required extra treatment. The patient is reported to be in a stable condition. Treatment was completed; however it is unknown if the patient was moved to another machine or finished treatment on the same machine. Additional patient details was requested; however, not provided. Per the facility, the 2008k2 machine ultrafiltration (uf) pump was calibrated and was within the allowed tolerance. The machine has been returned to service.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomed at the user facility who confirmed that the uf pump was calibrated. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hemodialysis (hd) therapy on the 2008k2 hemodialysis machine and the adverse event(s) of hypotension and nausea requiring unspecified medical intervention. While it cannot be confirmed whether or not the machine malfunctioned with the information at hand, the biomedical technician (bmt) reportedly re-calibrated the ultrafiltration (uf) pump after the event(s). Due to the risk of inaccurate fluid removal if the uf pump is out of calibration; the 2008k2 hemodialysis machine cannot be excluded as a possible causal or contributory factor in the patient¿s hypotension and nausea. However, gastrointestinal complications, such as nausea, and intradialytic hypotension are commonly known complications in esrd patients on hemodialysis.